Event description:
It was reported that the user performed a factory reset on the ilet during a full supply change, after which the screen became unresponsive and visually glitching during the fill tubing step; the agent advised that backup therapy might be needed and to contact support when the device battery depletes. Symptoms included no reported impact to blood glucose and no clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical troubleshooting with the user and an assessment for device display and user interface function. Investigation of this case revealed a screen/display malfunction with intermittent unresponsiveness during setup following a factory reset. It was concluded that the event was related to a device malfunction affecting the user interface without clinical consequence. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.